Event description:
The patient felt discomfort on the eyes and fingertips after processing 240 ml of plasma. After that symptom, the pt experienced shock accompanied with vomit, convulsion, rigidity of upper part of the body and hypotension. The patient recovered in a few hrs after infusing saline, 10% nacl and hydrocortisone sodium succinate. The pt previously had received times 8, the ldl-apheresis treatment.